Event description:
It was reported that, during technical services analysis of events in latitude, it was noted that the device had entered suspension mode after multiple unsuccessful right ventricular (rv) threshold tests. Ts noted that the rv auto capture feature was in suspension close to 15 percent of the time and discussed possible in-office evaluation. No adverse patient effects were reported. This device remains in service.